Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd signal wire cut. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd signal wire. In addition, we confirmed that the lg cable connector corroded, the nozzle gluing missing, the remote control buttons cut, the insertion flexible tube (ift) worn out, the ccd module defective, and the electrical connector defective; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.